Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). The device was programmed for normal pacing and administered a few shocks. The physician was concerned that the device prematurely depleted.